Event description:
Complaint received from attorney. Pt claims to have suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages.

Manufacturer narrative:
No product identification.